Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? No comment were the staples deployed into the tissue? Yes, 1 doughnut. Other row was missing. Were the staples seen in the surgical field? Yes. Did the device cut? There was only 1 doughnut. Was the cut line fully circumferential around the target tissue? The device did not cut completely.

Event description:
It was reported that during an unknown procedure there was an incomplete closure of the stapler. No audible crunch was heard upon squeezing. One donought formed. The procedure was completed by hand closure of the anastomotic area. There were no patient consequences reported.